Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a healthcare professional has observed prolonged inflammation and a "film" on the anterior surface of a rayone aspheric rao600c approximately two weeks post implantation. No further information is available to rayner at this time. It is difficult to comment on the cause of inflammation or to determine what the "film" is without any available evidence; however, based on time to onset, the following are considered possible contributors to the prolonged inflammation and "film" on the anterior surface of the lens; pco. Capsular block (from any residual ovd behind the lens taking on water and swelling, becoming cloudy and forcing the lens out of position). Fibrin reaction. Toxic anterior segment syndrome (tass). Residual cortical material. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso (B)(4) (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. Batches are only released for distribution if endotoxin and bioburden results are within tolerance of their respective limits. In light of this, a rayner microbiological cause for the prolonged inflammation and "film" is considered highly unlikely. Rayner has requested additional information, including any available slit lamp photographs to facilitate further investigation of the event.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from one of its sales agents in the USA of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that a surgeon had reported prolonged inflammation and a film on the anterior portion of the lens at around two weeks post-operatively.